Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Difference between image and gesture. Misfocusing.

Event description:
Difference between image and gesture. Misfocusing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ultrasound image was unconfirmed as the ultrasound image was clear and correct. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device will be serviced, tested, and returned to the customer. A history review of serial number dyarad012 showed no other similar product complaint(s) from this serial number.